Event description:
The customer reports a false positive result generated on one patient sample tested with the architect toxo igg assay. The sample generated a positive result of 9 iu/ml. This patient had previously tested negative. The present sample was retested and generated a negative result (less than 1.6 iu/ml). The customer did not provide any further information. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) made a service call to the customer site and replaced the sample probe. Subsequent instrument operations were acceptable. A review of the ticket history database for this instrument ((B)(4)) between (B)(4) 2012 did not identify any other issues that may have contributed to the customer's current situation. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-108) contains information to address the customer's current issue. Based on the available information, there is no evidence that suggests a product malfunction occurred.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. No known impact or consequence to patient (B)(4). False positive result (B)(4).